Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to the cleaning being insufficient for some reason and the dirt attached during the case was not completely removed. However, the definitive root cause was unable to be determined. The foreign material is thought to be an agent (antifoaming agent, etc.) Containing organic silicone as the main ingredient, but it is unable to be identified any further. The event can be prevented by following the instructions for use which state: "section 3.3 inspection of the endoscope - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Section 3.8 inspection of the endoscopic system¿ as below. -inspection of the objective lens cleaning function -inspection of the spray valve function -inspection of the water feeding function 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. - inspection of removing the remaining water from the objective lens 1 after checking the water feeding function and while observing the endoscopic image, feed air by covering the hole in the air/water valve with your finger. Confirm that the emitted air removes the remaining water from the objective lens and clears the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera elite gastrointestinal videoscope had poor water supply. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found the complaint was confirmed and the nozzle was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found that due to clogging of nozzle, water removal ability does not meet the standard value; due to deformation of scope cover, water tightness is lost; due to wear of zoom lever, water tightness is lost; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; due to wear of forceps elevator lever, upwards/downwards knob cannot be locked securely; adhesive on bending section cover or distal sheath has a chip; adhesive on bending section cover or distal sheath has a crack; adhesive on bending section cover or distal sheath has a white-clouded area, switch1 has a scratch; other failure mode; switch4 has a scratch; scope cover plate has a peeling; adhesive around objective lens is peeled; adhesive around light guide lens is peeled; connecting tube has a scratch; protector of universal cord on control section side has a scratch; and universal cord has a wrinkle; scope cover plate has a peeling; due to wear of angle wire, bending angle in upwards direction direction does not meet the standard value. This event is under investigation. A supplemental report will be submitted upon receiving additional information.